Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during an unknown procedure, there was failure in the stapling with partial opening of the staples on both sides of the sectioned portion. Unknown how case was completed. There were no adverse consequences for the patient.